Event description:
Bard 3dmax light mesh implanted for inguinal hernia. Constant pain for one year and two months following surgery. Problem was ignored in subsequent visits to surgeon; was told to take large doses of ibuprofen on a constant and ongoing basis. Missed 4 days of work in last week; visited emergency room; cat scan showing nothing; diagnosis was adhesion due to mesh implantation; was told to see surgeon who performed hernia surgery. Visited surgeon again (B)(6) 2017; surgeon has refused to remove mesh - says he can do nothing. Referred to pain doctor for pain medication rather than addressing the problem with implanted mesh. Mesh is still implanted. I am in constant pain. Unknown if I will be able to continue working. I do not want to take opioids for pain; I want the mesh removed and problem resolved. Severe, constant abdominal pain from implant bard 3dmax light left large mesh implant.